Event description:
A customer obtained erroneously elevated results for troponin (accu tni) on five patients' samples. The initial results were: 0.81, 0.38, 0.67, 1.05, and 0.47ng/ml for patients 1-5, respectively. The results were reported out of the lab and a physician requested the samples be repeated. All five patient's samples were re-tested and recovered within the normal reference range (0.01-0.02ng/ml) the customer reported that one patient was sent to the cardiac catheterization lab. However, the customer did not supply data indicating which patient or the results of the procedure to date.

Manufacturer narrative:
Accu tni results were within the risk stratification range for patient 2 and 5. The specimens were collected in lithium heparin tubes. Qc was within established range on the date of event. A system check passed within specifications. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and found that all the aspirate probes were sticky from dried wash buffer and one probe had no spring action at all. B) the fse replaced all the probes with new ones. C) the fse performed a preventive maintenance (pm) on the instrument. D) the fse verified the repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.